Event description:
It was reported that the t:slim x2 pump battery would not charge despite using the tandem charging cable and wall adapter. There was no adverse impact to the customer's blood glucose level. The customer was advised to try alternative charging methods, but the issue persisted. There was no reported adverse impact. Customer reverted to an alternate method of insulin delivery.